Event description:
Customer alleged blood glucose test result of 690 mg/dl on the compact plus system. The device should report numeric results in the range of 10-600 mg/dl, with results greater than 600 mg/dl being reported as "hi". She took insulin based upon the 690 mg/ml result, reported an incident of hypoglycemia requiring treatment by layperson. A request was made for the return of the system and a replacement was sent.